Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via a clinical study, regarding an unknown patient receiving intrathecal dilaudid via an implantable infusion pump. The concomitant medications, indication for use for the device, and patient history were not reported. It was reported that during an examination on (B)(6) 2016, the patient had possible drug side effects of diarrhea, urinary retention, headache, and pruritus during a dilaudid pump trial (was added as a new drug). Intervention included the pump was turned off and the patient was given benadryl for pruritus on (B)(6) 2016. The urinary retention, diarrhea, and headache resolved; however the pruritus was noted as ongoing on (B)(6) 2016. The relationship of the event indicated that it was possibly related to the device or therapy, specifically the intrathecal medication dilaudid. The diagnostics and patient outcome remained unknown at the time of this report. The clinical study was still ongoing, thus additional information will be received as it becomes available.

Event description:
Additional information received from the health care provider (hcp) via a clinical study reported that the event was resolved without sequelae on 2016-(B)(6).